Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the allegation made against it in the field. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
Boston scientific received information that during an implant procedure, the right ventricular (rv) lead and right atrial (ra) leads were unable to be inserted into the header of this pacemaker. The physician assumed air in the header was preventing proper insertion of the rv and ra terminal pins. The pacemaker was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.